Manufacturer narrative:
E2: no. This report is being supplemented to provide additional information based on the approved final investigation. A definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cut cable. There was no patient involvement.